Manufacturer narrative:
Investigation summary: seven open 32g x 4mm pen needle samples and four photos were returned from lot. No.0057736 cat. No. 320559. Visual examination of the returned samples and photos was carried out and a bent non patient end of cannula was observed on five samples and a broken non patient end of cannula was observed on the remaining two samples. Due to the condition the samples were returned no clog test cold be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that 4 pen ndl 32g 4mm pro 14 bag 700 case jpx failed to deliver medication and 1 pen needles non-patient end broke off. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from japanese to english: "this is a report from a patient who switched from mfp (4mm) to pro a few months ago about bent and broken needles npe. After switching the product, the patient is frequently experiencing the issue that drug doesn't come out. When attempting to attach the pen needle to the pen, the needle npe becomes bent or is broken. The patient has been receiving insulin treatment for many decades and encountered such an issue for the first time. There is no change in his/her operational techniques.".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 4 pen ndl 32g 4mm pro 14 bag 700 case jpx failed to deliver medication and 1 pen needles non-patient end broke off. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report from a patient who switched from mfp (4mm) to pro a few months ago about bent and broken needles npe. After switching the product, the patient is frequently experiencing the issue that drug doesn't come out. When attempting to attach the pen needle to the pen, the needle npe becomes bent or is broken. The patient has been receiving insulin treatment for many decades and encountered such an issue for the first time. There is no change in his/her operational techniques."